Event description:
It was reported that "pt called to report that he had a right hip surgery in (B)(6) of 2005. He had dislocated 9 times since that surgery. This has occurred during normal activities, such as bending over to pick something up, or getting into his pickup truck. One time when he dislocated, the doctor revised. Pt stated that the dr told him that he cannot do anything for him, that he has to live with this."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.